Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, adverse reaction to metal debris, and elevated metal ion levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-02081 / 02084).

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, adverse reaction to metal debris, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received reports that during the right hip revision on (B)(6) 2013, the doctor noted inflammation and fatty brown changes of the tissues around the hip joint. Discolored, but clear hip effusion was also found. The biomet magnum head was removed with no signs of liner stripe wear and replaced with a different biomet head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, adverse reaction to metal debris, and elevated metal ion levels. Additional information received reports that during the right hip revision on (B)(6) 2013, the doctor noted inflammation and fatty brown changes of the tissues around the hip joint. Discolored, but clear hip effusion was also found. The biomet magnum head was removed with no signs of liner stripe wear and replaced with a different biomet head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. Revision operative report noted the presence of discoloration and fibrinous tissue, and corrosion at the trunnion. The modular head and taper adapter were removed and replaced.